Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with the appropriate audible and vibratory features. A leak test found leaks on the pump casing and the bolus button. The pump casing was found to have cracked between the case seal and the lens. The pump casing was opened and there was evidence of moisture intrusion on multiple internal components. Unrelated to the casing and moisture ingress issue, the bolus button cover was missing and there was corrosion in the bolus button.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had case damage and moisture ingress. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged case damage with moisture ingress issue remained unresolved with troubleshooting.